Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose fitting connection is inconclusive due to the state of the returned sample. One video of a 4fr groshong nxt was returned for evaluation. An initial visual observation of the video showed the clinician inserting and removing the proximal end of the connector assembly into the catheter. The distal connector piece was observed threaded on the catheter. No damage to either connector piece or the catheter was observed. No attempt to connect the proximal and distal connector pieces was made in the returned video. No evidence of a poor connection of the catheter and connector pieces was returned. Inspection of the returned video was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the catheter is cut to connect the decompression sleeve after the placement of the PICC placement instructor, the decompression sleeve was very loose. The connection is not tight. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.